Event description:
The pt entered for a dilation & curettage, hysteroscopic resection of a uterine fibroid and endometrial ablation procedure with novasure device. The procedures were performed in that order. Following the removal of the fibroid, the novasure endometrial ablation device was inserted into the uterus. After performing the c02 uterine cavity check was performed and the "ok to proceed" received, the endometrial ablation device was deployed. After approximately 2 minutes, the ablation procedure had been completed when the device was removed. The pt was taken to the pacu in stable condition. The pt remained in the pacu for 75 minutes. She complained of shivering & pain 4/10 pain scale; she received meperidine 25mg with good result. Pain reduced to mild cramping. The pt was discharged accompanied by her partner. Approximately 3.5 hours after discharge, the pt called her surgeon complaining of severe right lower quadrant pain. She was admitted to the ER for observation and pain control and eventually admitted to the hospital for observation. She continued to experience pain, but vital signs were stable. Approximately 36 hours post surgery, the pt became hypotensive and pain increased. She was taken to the or for a diag lap. She was found to have a small uterine perforation and a bowel burn. This was resected. She was admitted to ICU and has continued to have a very involved recovery, still remaining in the hospital. Dates of use: one month. Diagnosis: menometrorrhagia. Event abated after use stopped: no.